Manufacturer narrative:
(B)(4). The technical support engineer evaluated the ventilator over the phone and the customer was advised to perform ground isolation test and replace the graphic user interface cable; than run extended self-tests and run the ventilator overnight. Medtronic was not authorized to service the ventilator.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The patient was not harmed as a result of the event.

Manufacturer narrative:
(B)(4). After further review, the following statement in the initial report: "report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator," should have been "it was reported that due to the ventilator generating loss of communication errors, the patient was placed on a second ventilator."

Event description:
It was reported that due to the ventilator generating loss of communication errors, the patient was placed on a second ventilator.